Event description:
During aaa graft placement, a tfle-24-71 was placed into the ipsalateral side of the main body. Upon deployment, the distal end of the graft did not appear to open completely. The molding balloon was inflated at the standard sites recommended by the IFU and upon inflation, there was no additional opening of the graft. A retrograde angiogram was performed documenting the distal stent of the graft deployed into a large common iliac artery with no apparent shelf or plaque holding it closed. Upon closer inspection of the images, the physician questioned if the tfle had been loaded backwards. The length of the distal stent was checked with a centimeter sizing catheter. At this point, it was determined that an extension piece would need to be placed. An embolization of the hypogastric artery was completed. A tfle-12-71 was then docked with the tfle-24-71 and the entire system was extended down in the right external iliac artery.